Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working. A surgical procedure was performed, during which a total fluid loss was identified; therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
B3: date of event unknown. Therefore, an approximate date of event was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.